Manufacturer narrative:
(B)(4). Initial reporter facility: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Explanting physician reported "the implant included in a very thick capsule and with an indentation through which the gel escapes" as well as "left-sided periprosthetic fluid collection with signs of possible intracapsular rupture" diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Event description:
Explanting physician reported, "the implant included in a very thick capsule. And with an indentation through, which the gel escapes". As well as "left sided periprosthetic fluid collection with signs of possible intracapsular rupture". Diagnosed by ultrasound. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in the anterior side assessed, as surgical damage. And missing shell assessed, as inconclusive. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number and catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Explanting physician reported "the implant included in a very thick capsule and with an indentation through which the gel escapes" as well as "left-sided periprosthetic fluid collection with signs of possible intracapsular rupture" diagnosed by ultrasound. The device has been explanted. This record relates to the left side.